Event description:
The manufacturer received information alleging a ventilator became inoperable. There was no harm or injury reported. No medical interventions were specified. The device was replaced as a warranty replacement due to an unspecified temporary issue preventing the service center from repairing the device.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.